Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. One device was found to be affected by corrosion and wear. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had run-on. Six reported events had patient involvement with no patient impact. Eight reported events had no patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 13 devices were received for evaluation; 13 events were confirmed during testing. 13 devices were found to be affected by corrosion and wear. 1 device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 14 </noe> malfunction events in which the device had run-on. 6 reported events had patient involvement with no patient impact. 8 reported events had no patient involvement or patient impact.